Manufacturer narrative:
One sample was returned. It had multiple bits of embedded fm in the hub. A review of the device history record revealed no irregularities during the manufacture of the reported lot #7059618. Conclusion: embedded fm in molded parts is from carbon build up during the molding process. The embedded fm was within the defined aql of 1.0%. The embedded fm did not exceed .800 mm in size when visual compared to a particle estimation chart.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there was small black dots in the leur-lock connection of a 16 g x 1 in. Bd precisionglide¿ needle. No injury or medical intervention.